Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d25038 and h13f05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be a break in aseptic technique. The patient was hospitalized for peritonitis for 5 days. The patient experienced a recurrence of peritonitis 20 days after being discharged from the hospital. Hospitalization was ongoing at the time of this report and the patient had not recovered from the peritonitis. The patient was retrained in aseptic technique. The patient's pd catheter was removed 8 days after the second admission for recurrent peritonitis and pd therapy was discontinued. The patient was treated with vancomycin (dose, frequency, admin route not reported). The type of peritonitis was unknown. No additional information available. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested with not feeling well, restless and abdominal pain coincident with peritoneal dialysis (pd) therapy. Then next day, the patient was hospitalized for the event of peritonitis. The cause of peritonitis was unknown and the treatment was unknown. The patient recovered from the peritonitis and was discharged from the hospital. Pd therapies were ongoing. No additional information is available. This is report 1 of 2.